Manufacturer narrative:
This is one event (cardiovascular) of two events for the same patient involving two separate products; associated mdrs: 1225714-2014-00375, 1225714-2014-00376, 1225714-2014-01108 and 1225714-2014-01109.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2008 and subsequently expired on (B)(6), 2008 after the use of the product.